Event description:
A nurse reported during an intraocular lens (iol) implant procedure the surgeon noticed a capsular tear. The surgeon had to cut the lens to remove it and insert 3-piece sulcus lens. The surgeon was not sure what has contributed to this rupture. Pseudyphalic corneal edema was reported as patient harm. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).